Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR ID# 2134265-2013-02688. It was reported that during a stenting treatment procedure, increased side branch stenosis occurred. (B)(6) 2013 - the patient presented with stable angina and was referred for cardiac catheterization. The procedure performed treated two target lesions. The first target lesion was located in the mid left anterior descending artrey (lad) with 75% stenosis and was 25 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 28 mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. The second target lesion was located in the distal left circumflex (lcx) with 99% stenosis and was 16 mm long with reference vessel diameter of 2.25 mm which was treated with pre-dilatation and placement of a 2.25 x 20 mm promus element plus stent. Following post-dilatation the residual stenosis was 0%. The patient was discharged two days later on aspirin and clopidogrel. It was further noted, post-procedure angiography, revealed stent axial deformation of the 3.00 x 28 mm study stent placed in the mid lad, most likely due to heavily calcified vessel. It was also noted, pre procedure angiography revealed side branch stenosis of 30% in the 1st left posterolateral branch (lpl). Post-procedure angiography revealed 70% stenosis in the 1st lpl.